Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no vibration. Dexcom has issued an (B)(4) for patient to return device to be investigated.